Event description:
The patient reported redness as well as pus coming from their incision site. Antibiotics were prescribed and as of (B)(6) 2025, the patient has finished their antibiotics and the incision is still a tad red. No additional information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out as potential root causes. Additionally, not prescribing antibiotics pre-operatively has been ruled out. However, the patient touched or picked at their wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness and pus is due to patient non-compliance as the patient touched or picked at the wound (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.